Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor encoder position error. The customer was assisted with troubleshooting. The customer¿s blood glucose level was 528mg/dl at the time of the incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was exposed to high magnetic fields. The customer stated that he is a welder and could have passed it but was not sure. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer declined troubleshooting for the high blood glucose level. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify operating currents and motor position encoder error alarm due to motor error alarms. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked battery tube threads, cracked belt clip slot, stained end cap sticker and broken reservoir tube lip.